Event description:
It was reported to nova biomedical that a consumer received a result of 2.5mmol/dl (45 mg/dl) on their blood glucose meter. The consumer immediately performed add'l tests using the same meter and strips getting the following results of 12.8 mmol/dl (232 mg/dl), 4.4mmol/dl (80 mg/dl) and 4.7 mmol/dl (85 mg/dl). The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.